Event description:
During sheath removal, the sheath separated, leaving the distal portion inside the common femoral external iliac. The patient was brought to the operating room to have the remaining portion of the sheath removed.

Manufacturer narrative:
Single use device: unknown as not provided by reporter. (B)(4). Event evaluation: still under investigation.